Event description:
It was reported that the ilet pump display became unresponsive to touch, with the top three icons not responding and the device stuck on the cgm graph after unlock; troubleshooting steps included restart via the app and checking firmware, without resolution, consistent with an unresponsive key/button issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control interface and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description: complaint confirmed. The display was not responding to touch inputs. The screen was inspected and a crack line was found on the touchscreen glass, originating from the top edge of the display assembly. The device likely suffered an edge impact, resulting in the cracked screen and cessation of touchscreen functionality.